Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high capture threshold, high, in-range pacing impedance, noise over-sensing, which resulted in pacing inhibition. Capture loss was also noted. No intervention was performed. The patient's condition is unknown.